Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the all-user¿s login issue. A technical support specialist (tss) reviewed the ids logs and observed repeated authentication errors indicating that ids was unable to authenticate with the customer¿s domain. The tss attempted restarted the active directory service and active web services. The it (information technology) team proceeded to reboot the server and found that user ids were consistently failing, and stations were not communicating with the server. The pse identified the replication issues as the root cause of the login failures. Further checks confirmed the issue was caused by updates on the customer¿s domain controllers. The tss confirmed that customer it resolved the replication issues, and logins began flowing in. The customer confirmed on the bridge that users were able to log in. With assistance from the pse (product support engineer) and customer it, replication was validated across affected facilities, and login functionality was restored for stations and pes. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server all users unable to login and had an error message as unable to authenticate. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.